Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries (rcfa and lcfa) was attempted with three prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly in the rcfa, after the first puncture there was no flow or connection to the vessel. The physician tried a second puncture a bit too high (above the inguinal ligament). The first prostyle device was deployed, however the needles came out without the suture. A second prostyle was deployed and worked as intended. The evar procedure was completed via a sheath greater than 10f. The physician decided to close the rcfa surgically after [the second prostyle suture] was not where it needed to be. In the lcfa, a third prostyle device was deployed. The suture came out with the plunger but unattached from the needle when it was being pulled out [separation]. When removing the device, the suture came out from the patient. The sutures of two new prostyle devices were successfully pre-placed in the lcfa. The sheath was upsized to a sheath greater than 10f and the evar procedure was completed. Hemostasis was achieved in the lcfa with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, ¿the physician tried a second puncture a bit too high (above the inguinal ligament).¿ it should be noted that the electronic perclose prostyle instructions for use (eifu), states, ¿do not use the perclose prostyle smcr system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. The IFU violation did not contribute to the difficulties. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the other reported difficulties with suture retrieval issues followed by the successful deployment of additional units, it is likely the suture retrieval issue was due to anatomical interference of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: device return status updated from returning to not returning.